Event description:
It was reported that during patient use, an nkv-550 ventilator was paired with a second graphic user interface (gui) and both primary gui and second gui were displaying all ventilator information as designed. The clinician attempted to interact with the second gui and found the touchscreen of the second gui was nonresponsive to touch. The ventilator with the primary gui remained fully functional and continued to ventilate the patient. There was no harm to the patient.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Nihon kohden (B)(4) inc. Will submit a supplemental report if additional information becomes available.

Manufacturer narrative:
See attached failure investigation summary report.

Manufacturer narrative:
See attached failure investigation summary report.